Event description:
The customer reported being hospitalized due to unexplained high blood glucose of 498mg/dl, and he was treated with an insulin drip. The customer experienced abdominal pain. The caller mentioned that the piston on the insulin pump would not align with the back of the reservoir when it is placed in the device. The customer stated that the doctor recommended discontinuing use of the insulin pump and having the device replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.